Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, d10, g4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation on 08/25/2023. An investigation was conducted on 08/29/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned outside the loading device with the white plunger not depressed and the blue safety on, which prevents the white plunger from being depressed. The seal was observed in the loading device window. A mechanical evaluation was conducted. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties observed. There were no cracks or delamination observed on the intact seal. Measurements of the delivery device were taken; the inner diameter was measured at 1.96 inches, the outer diameter was measured at 0.219 inches (rm2036883). The length of the delivery tube was measured at 2.48 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "activation problem" was not confirmed, however the analyzed failure "fitting problem" was observed. The lot # 3000298147 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Related to 863588 and 864452. The hospital reported that during preparation for a coronary artery bypass procedure, hst iii system (3.8mm) got stuck in the shooter so it couldn't be used. A replacement device was used to complete the procedure. A new device was used and the cardiac surgical intervention was terminated. There was no procedural delay. No harm to the patient, the patient has completed the operation and is doing well.